Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ protector p50j leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: in the safety cabinet, connected a vial of endoxan without assembly fixture and added solution. When shaking the vial to dissolve the drug, hcp found leakage. Leaked point is unknown.

Event description:
It was reported that bd phaseal¿ protector p50j leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: in the safety cabinet, connected a vial of endoxan without assembly fixture and added solution. When shaking the vial to dissolve the drug, hcp found leakage. Leaked point is unknown.

Manufacturer narrative:
Investigation: one sample was returned to our quality team for investigation. Upon inspecting the product, a leak between the protector and vial was observed. The vial was noted to be punctured off center with damage noted on the metallic cap. A device history was performed and found no no-conformances related to the reported issue during production of batch 1805135. Product undergoes a series of testing and inspection during the manufacturing process to avoid any defects. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. No non-conformances related to the claimed defect were found during the DHR review. As the needle punctured the rubber stopper out of the center and the metallic cap was damaged is seems likely that the leakage was caused by a bad attachment of the protector to the vial (user error).